Manufacturer narrative:
Determination of root cause: assessment: during the investigation not on-site, the site's operator called tech services for assistance when the laser stopped firing during surgery. There was a delay of a few hours after which the territory manager was contacted and guided the customer through steps to complete the laser calibration via phone and finish the balance of the 92% of the treatment. Conclusion: based on the results of the investigation, the root cause of the laser not firing was low energy and user error. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: laser stopped firing. Low energy. An ophthalmic technician reports the laser stopped firing during surgery at 8% due to low secondary energy. The laser sat idle for a few hours, was restarted, recalibrated and the remaining 92% of the surgery was completed. During a follow up conversation with the ophthalmic technician, upon authority from the surgeon, stated the patient involved was not harmed or injured by the reported event. The patient had been seen recently and the surgeon's impression was that the patient is doing very well.